Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. The customer returned one introducer needle for evaluation. The needle showed evidence of use and no other components were returned. Visual and microscopic examination of the needle revealed several cracks in the introducer needle hub. The needle hub also contained signs of use in the form of dried blood. The needle hub was tested for leaks by attaching a returned ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed on the needle hub and no relevant issues were identified. The customer report of a cracked needle hub was confirmed by complaint investigation. The returned introducer needle hub contained several cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that during placement and under ultrasound a problem occurred with aspiration. It was reported that the needle hub had a crack. A new set was used without incident.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not aspirate with guidewire in place or air will enter syringe."

Event description:
The customer reports that during placement and under ultrasound a problem occurred with aspiration. It was reported that the needle hub had a crack. A new set was used without incident.